Event description:
The customer reported that the shutters and the iris were off center. During troubleshooting collimator iris pot errors displayed.

Manufacturer narrative:
The ge service rep saw that the leaves were uneven and tried to center the collimator. He removed and replaced the collimator then performed a collimator calibration. The system is working as intended.